Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). Field service representative (fsr) found flow sensor contaminated. Cleaned exhalation diaphragm. Calibrated exhalation flow and pressure transducers. Performed ovp. Service call complete. Meets all factory specifications.

Event description:
The customer reported while using the vela ventilator, it is reading 4 cmh20 (centimeters of water pressure) lower then set peep (positive end expiatory pressure).